Event description:
In the final phase of the needle insertion procedure, when operator attempted to remove the guide wire, the maneuver was reportedly difficult and the physician wasn't able to finalize it. At this point the pt had an abrupt movement and the operator reportedly noted that the internal cannula was detached. It was possible to find the remaining portion of the cannula just touching near the insertion site. With a surgical intervention, they recovered the detached portion of the needle. Observing the removed portion, it seems that the seldinger removal has wrapped the cannula, causing its alleged rupture at 5mm from the insertion with the needle shaft.

Manufacturer narrative:
The device has not been returned to the MFR at this time, for eval. A lot history review (lhr) of reyj1217 showed no other similar product complaint(s) from these lot numbers.